Event description:
Customer reports receiving readings of 300 mg/dl and 400 mg/dl in january 2006. Insulin dosage was increased from 35 to 45 units. Customer was treated in the ER for hypoglycemia with "glucopharm" and lactose.